Event description:
Dual lumen PICC cracked at red port.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. The customer mentioned a crack in the blue lumen luer for cc 27374 and a crack in the red lumen luer for cc 27375. However, only one opened catheter was returned marked ccs 27374/27375 for review. Visual inspection confirmed a crack in both luers which would result in leakage. This complaint will be confirmed for one device and was noted on cc 27374. CAPA 2021-039 was initiated to address the leakage issue and is currently in the effectiveness phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.